Event description:
The pt underwent a revision acl using an achilles tendon allograft from coda. Post-op the pt developed flu-like symptoms that persisted and worsened over a five week period. During irrigation and debridement of the knee, the acl graft was noted to be in poor condition and quite feable. The graft and hardware were subsequently removed and cultured. No bacteria grew from cultures.